Manufacturer narrative:
(B)(4).

Event description:
It was reported that for the past couple of weeks, the patient had intermittent motor stalls and recoveries. The patient had experienced increased baseline pain. On (B)(6) 2010, a confirmed motor stall was noted in the event logs with no motor stall recovery recorded. There was no exposure to any sources of emi (electromagnetic interference). The medications being delivered via the device system were morphine and clonidine.